Event description:
It was reported to covidien that a customer had an issue with a insulin needle. The customer reports that the needle slipped out of their hand, and stuck their right hand.

Manufacturer narrative:
Submit date: 01/05/2009. An investigation is currently underway. Upon completion, the results will be forwarded.